Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was 550 mg/dl. Customer addressed elevated bg by a correction injection via manual insulin therapy. Technical support provided information on resetting the pump, and the customer planned to call back for further assistance.